Manufacturer narrative:
A ge service representative performed an initial investigation. A single board computer (sbc) kit has been ordered to address the report. It is expected that once received and installed, this kit will address the problem. If new information is provided, we will report.

Event description:
It was reported that the workstation on the 9800 system will not boot when cold. There was no report of patient injury.